Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. All products have been sterilized and all sterilization cycle parameters are verified for acceptability prior to release; however, since the lot number was not provided we are unable to review the batch record for the complaint. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Event description:
A customer reported several cases of (toxic anterior segment syndrome) tass at their facility and would like our support in identifying the cause for these events. A photo of foreign material was provided by the facility. The customer suspect the infusion sleeve. Additional information has been requested but not received to date.